Event description:
The consumer reported via a manufacturing representative that bladder dysfunction returned. No falls occurred but patient compliance remained unknown as they had dementia. Programming changes were made at the physician office but the issue remained unresolved at the time of the report. The lead was going to be checked surgically with possible replacement.

Event description:
Additional information from the manufacture representative indicated that the patient is being treated for possible cellulitis with antibiotics.

Event description:
The information related to the cellulitis event was reported under this manufacturer (MFR) report. Additional review indicates the information pertains to MFR report #3004209178-2017-01331. Any additional information related to the cellulitis event will be reported under MFR report #3004209178-2017-01331.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.